Event description:
A malfunction code labeled malf 12 was reported, but no notable events occurred prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, successfully resolving the issue as the malfunction did not recur. The customer was advised to continue using the pump and was instructed to contact support should the malfunction occur again.